Manufacturer narrative:
Product analysis: analysis was able to confirm that a system error was encountered on the programmer during the startup noting that a warning alert was displayed stating that the system battery failed. Analysis also found that the power supply overheated. Analysis also noted that the paper try was jammed in the printer, the latch of the cable bay was broken, the keyboard latch was broken, and the bullets assay was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a system error was encountered on the programmer. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.